Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg). However, the exact value was not provided. Bg was addressed with apple juice. Reportedly, the settings needed to be adjusted. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.